Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: instructions for use. Incorrect light source settings. Incorrect optics design. Incorrect camera settings. Bad light cable. Incorrect scope adapter assembly. Light cone failure (5mm). Excessive load on light post. Use error. User abuse. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that despite connecting fiber optic cable, there was no image on the screen. The surgey needed to be postponed because there was no backup device avaible. The patient was under anaesthesia when the surgery had to be rescheduled.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that despite connecting fiber optic cable, there was no image on the screen. The surgery needed to be postponed because there was no backup device available. The patient was under anaesthesia when the surgery had to be rescheduled.